Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the left superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon was used to treat the target lesion. During preparation, while removing the balloon protector, the shaft became detached near the guidewire exit port. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit confirmed a shaft detachment at 24.9cm from the catheter tip. Stretching was present at the break site. This type of damage is consistent with excessive tensile force being applied to the delivery system during use. There was no damage to the balloon or blades. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as complaint information states that the balloon was not prepped accordingly prior to attempted removal of the balloon protector cap. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the left superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon was used to treat the target lesion. During preparation, while removing the balloon protector, the shaft became detached near the guidewire exit port. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.